Event description:
Defective sponges.

Manufacturer narrative:
It was reported that a "sponge inside patient was shredding apart". No patient harm was reporrted. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.